Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. However, the plug unit was damaged due to handling stress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E2 was inadvertently checked; reporters title is not available.

Event description:
The customer reported to olympus, that when using an evis exera iii bronchovideoscope, there was a no image issue. There was no patient harm associated with the event.